Event description:
It was reported that the pump did not detect cassette and battery compartment was damaged. There was no patient involvement and no patient harm/no adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was confirmed by visual and functional testing. The cause was the downstream occlusion sensor and battery door. The downstream occlusion sensor and battery door were replaced to resolve the issue. The device passed all the functional tests after the repair. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.